Manufacturer narrative:
19-jul-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer sent e-mail reporting a metal pin came out of the brush head into his wife's mouth. No injury was reported. 22-may-2019 follow-up: consumer reported the first brush head in the pack of 4 had the pin come out. The second brush head used was wobbly. No injury was reported. 23-may-2019 follow-up: consumer reported the product logo did not come off when scratched.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting a metal pin came out of the brush head into his wife's mouth. No injury was reported. On 22-may-2019, follow-up: consumer reported the first brush head in the pack of 4 had the pin come out. The second brush head used was wobbly. No injury was reported. On 23-may-2019, follow-up: consumer reported the product logo did not come off when scratched.